Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient had been treating a low when he lost consciousness and fell in his kitchen. He hit his head and shoulder and had an eye injury. No bg finger stick or cgm values were available. He was admitted to the hospital for treatment, and he did not recall receiving any treatment medication. During the hospitalization he had eye surgery to repair the lens which was knocked loose when he fell. After discharge he was in stable condition; and four months after the eye surgery, his eye continued to recover. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this is a duplicate report of 3004753838-2021-94716.

Manufacturer narrative:
(B)(4) 3004753838-2022-146133 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.